Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured in july of 2020. One sample with product code j011ro and lot number 2021216fjy was received at the manufacturing site for evaluation on january 28, 2021. The sample arrived without the original packaging. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; a leakage was observed from the connector as a result of silicone tubing damage. A root cause analysis indicated that this issue is related to the manufacturing process. The design of a tool used by an external supplier for a component of this device was found to cause air bubbles in the silicone tubing as a result of a backflow condition leading to the issue reported. As part of continuous improvements, a corrective and preventative action plan was opened to address the reported issue. These actions included tool modifications, updating work instructions, evaluating all in-house product, implementing the use of light tables to aide in the detection of air bubbles during inspection, implementing a sort operator to the process to conduct a 100% in line inspection of parts, the issuing of a quality alert to heighten awareness of the reported and confirmed condition, and the training of all quality and production personnel. In addition, the external supplier placed a hold on all in-house product for evaluation purposes. Validation of the corrective actions has been successfully completed. All dimensional results during validation were found to be acceptable. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a leakage from the tubing was confirmed during the first priming. There was no patient involvement.